Event description:
A trapezoid rx lithotripter device was planned to be used on (B)(6) 2008. According to the complainant, during preparation, "the device leaked contrast media from the proximal shaft." The procedure was completed with another trapezoid rx lithotripter device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported as "good."

Manufacturer narrative:
A functional check of the returned device revealed the basket was closed and could not be opened. The metal coil sheath moves within the handle heat shrink, preventing the basket from opening. Dried residue in the catheter contrast injection port precluded the ability to evaluate the reported handle leak. The cause of the malfunction is indeterminable due to the condition of the returned device. The (B)(6) 2008 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted. (B)(4).